Manufacturer narrative:
Consumer complained about gum recession and pockets in their gums.

Event description:
Consumer complained about a sonicare flexcare+ toothbrush causing gum recession and pockets in her gums.